Event description:
When scrub was initially attempting to load needle, the black slide would not slide; after multiple attempts and trying different needles, it finally worked but was difficult with additional loads also. Then later in case, it would not release the needle (jaws open); the doctor removed by grasping needle with mosquito clamp.